Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The target lesion was located in the left main. The balloon was inflated to 14 atm's, however, the taxus express2 4.5x24mm drug eluting stent was not released and the proximal portion of the delivery shaft broke, outside of the patient. The physician retrieved the stent system and used another taxus express2 stent to complete the procedure. It was noted upon investigation, that there was damage to the stent.

Manufacturer narrative:
Product analysis can confirm the difficulty stated in the complaint. Product analysis found that the hypotube was broken 129cm distally from the tip. The hub and strain relief was not returned. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. Slight damage on the end of the separated hypotube was noted. This damage is consistent with what is seen when the hypotube is kinked prior to it separating. The returned catheter was visually and tactilely examined along the entire length and found proximal stent damage. The stent had one segment from the proximal end with damage extending back 180 degrees. The max stent profile was taken using a calibrated laser micrometer and found to be .057". There was no evidence of manufacturing defect or anomaly within the manufacturing records reviewed for the reported batch. It was not possible to determine how or when the hypotube break occurred and when the stent became damge. Therefore, the most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.